Event description:
Received a medwatch report (B) (4) from u.s. FDA indicating that air in the pulmonary vasculature of several pts was noted on CT scan following use of medefil's normal saline i.v. Flush syringes. The product was removed from use.

Manufacturer narrative:
Received a medwatch (B) (4) that air in the pulmonary vasculature of several pts was noted on CT scan following use of medefil's normal saline i.v. Flush syringes. The reason is still under investigation.